Event description:
It was reported that the device button did not work and it issued a sound. After disconnect it and re-connect it, the screen shows an e7 error. The procedure was completed with another radiofrequency wand from another company with no significant delay or patient injury reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows no wear on the electrodes. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint was verified, but the root cause could not be determined with confidence as more than likely an unknown error was first produced then reconnection caused an e-7 error. Factors that could have led to the e-7 error includes: the rf controller may have been turned off following connection of the wand or source power may have been interrupted due to the device not showing signs of activation. The ambient super turbovac 90 ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.